Manufacturer narrative:
Concomitant product: product ID: 4024-58, implanted: (B)(6) 1992.

Event description:
It was reported that upon device interrogation high thresholds were noted on the right atrial (ra) lead. It was also noted that on (B)(6) 2015 there was low impedance notable data. Measured impedance at interrogation was less that 100 ohms. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.